Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that a merlin.net transmission revealed episodes of post-sensed t-wave oversensing due to lead noise. Programming changes were made. The asymptomatic patient will be monitored.